Event description:
It was reported that the device does not turn on. It was further reported that the fuse holder is allegedly charred.

Manufacturer narrative:
Additional info will be provided once investigation is completed.